Event description:
Patient transported from or to pacu, doctor ordered propofol drip. Rn spiked bottle to clear tubing and noticed a deep indentation in the smartsite tubing. A second package (tubing) was opened and the propofol drip was started, but stopped due to a leak in the tubing. A third package (tubing) was opened and worked properly.